Event description:
The customer reported the patient was admitted for tonsillectomy, adenoidectomy, myringotomy and tube insertion. At the end of the case, the patient was noticed to have a small red/brown burn lesion on the right side (corner) of the mouth. The provider ordered bacitracin to be applied. Patient was discharged as scheduled and follow-up occurred in the surgeon's office.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The return of the incident sample has been requested. To date, a sample has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.